Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an occlusion alarm occurred on the ilet while using a teflon infusion set with 23-inch tubing, with persistent elevated blood glucose in the 200s prior to the alarm and improvement only after a full supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user during troubleshooting. Investigation of this case revealed obstruction of insulin flow associated with a device deformation problem, with the connector/coupler identified as the implicated component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.